Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: , corrected data: d4: UDI updated, g5: 510k updated, a1: updated.

Event description:
It was reported the disposable was clogged. No patient injury reported.

Manufacturer narrative:
Device identification (UDI) and protocol number are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.